Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the collection set tubing package had a hair in it. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation, the legal manufacturer's final investigation, and information received from the customer. Additional information added to the following fields: b5, d9, e2, e3, g2 (added selection), h3, h4, h6 the device was returned to olympus unopened and in its original packaging. Upon inspection, a singular half inch piece of hair was found inside. The customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The debris in the package was found during preparation for use and it was discovered prior to opening the package.